Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 13:38. During night drain cycle one, the patient's ultrafiltration reading was 2006ml, indicating the home patient (hp) drained 2006ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was determined to be false empty detect at initial drain and initial-drain alarm volume was met.